Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available. (B)(6).

Event description:
It was reported that there was a potential fiber optic issue with the cs300 intra-aortic balloon pump (iabp) that occurred during training. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) reported that he had spoken with the customer many times in regards to the reported issue, and the customer reported that they still do not know if they are going to fix the iabp device. The iabp device was removed from service until the customer decides to fix it. If any pertinent information is received in the future, we will report accordingly.

Event description:
It was reported that there was a potential fiber optic issue with the cs300 intra-aortic balloon pump (iabp) that occurred during training. There was no patient involvement, and no adverse event reported.